Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The user was a doctor who is a digestive surgeon. She has been using teleflex memobags for many years. The incident occurred during a cholecystectomy. She inserted the memobag into a 10mm optical trocar. When the optic was repositioned, the bag did not appear. For over 15 minutes, they searched for the bag in the patient's abdomen. An x-ray and then a CT scan were performed and there was no trace of the memobag. The surgeon is still quite stressed because she wonders if there was really a bag in the introducer.